Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. Based on the technical report, it was evaluated to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
A/w connector at lg-plug leaky. Spots in the image. Objective lens broken. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.